Manufacturer narrative:
Other, other text: additional information- no patient involvement- added to b5 and h6. Device evaluation- the device was returned for evaluation. The device was given delivery accuracy testing and found to meet with specifications. The reported issue was not confirmed during testing.

Event description:
Additional information: the reporter confirmed no patient was involved.

Event description:
Information was received that device was infusing at a low rate. No adverse effects reported.